Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Explant has not been confirmed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "valve delaminated from shell and hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve and one opening on posterior side assessed as surgical damage. Delamination: observed, partial delamination of valve assessed as adhesive failure. Additional observations: crease flat is observed. Total delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation and right side "valve delaminated from shell and hole in valve". Device has been explanted and replaced.